Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 457 mg/dl with diabetic ketoacidosis and vomiting associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy. 911/emergency protocol was initiated, and the patient was treated at the hospital by a health care provider with intravenous fluids in the intensive care unit. Customer technical support (cts) was unable to determine what the issues were with the pump. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.